Manufacturer narrative:
At the time of this report the investigation is still ongoing. As soon as the investigation is finished the report will be updated and a follow-up/final report will be provided to the FDA.

Event description:
The following was reported. During a surgery the or table has not functioned. Due to this malfunction the surgery was delayed by approximately one hour. No injury was reported due to this issue. The surgery was finished on the affected or table. Manufacturer reference #: (B)(4).

Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The affected product was investigated at the customers site by a getinge-maquet-service technician. It was returned to the factory in rastatt for further investigation. This investigation revealed that the tables control unit has caused the malfunction. The control unit was forwarded to its supplier for further investigation. Within this investigation a shorting was found. As possible root causes for this shorting the supplier identified wrong handling or wrong connection. The production records of the affected product were checked and no deviations were found. That is why we assume the (pre-) damage at the controller has not happened during the manufacturing process. Wrong handling or wrong connection might occur during previous repair work or maintanace work performed by getinge-maque service technician or by the hospitals biomed. In the instructions for use (IFU) of this product the user is advised as follows concerning repair work: "a defective product may not be used and may not be repaired by yourself..." The getinge-maquet service technicians are provided with repair and maintenance instructions. They are trained concerning maintenance and repair work that needs to be performed. It is not possible to identify the origin of the defective control unit. We assume as most probable root cause a pre damage during repair work and / or maintanance. Maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report.